Event description:
It was reported that the patient had been through the ¿brain portion¿ or lead placement twice and did not want to go through it again. The reporter stated ¿that the first time the wires broke and she would not go through that surgery again.¿ the reporter continued ¿the first surgery they had two stimulators, one on each side of her chest.¿ the wires were replaced and ¿there was only one stimulator used on her right side.¿ additional information was requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID: 3387-40, lot# j0118389v, implanted: (B)(6) 2003, product type: lead. Product ID: 3387-40, lot# j0118389v, implanted: (B)(6) 2003, product type: lead. Product ID: 748240, serial# (B)(4), implanted: (B)(6) 2003, product type: extension. Product ID: 748240, serial# (B)(4), implanted: (B)(6) 2003, product type: extension. Product ID: 7426, serial# (B)(4), implanted: (B)(6) 2003, product type: implantable neurostimulator. (B)(4).